Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 16 millimeter (mm) non-medtronic balloon. During the implant of the transcatheter valve, the delivery catheter system (dcs) was inserted after "protection" was performed. While the dcs was advancing, when the hat marker passed the greater curvature side, confirmation using the cusp overlap technique (cot) failed to align the valve commissures at the point of no return (ponr). Subsequently, contrast radiography revealed the valve was at a ponr depth of 5 mm at the non-coronary cusp (ncc) and approximately 7 mm at the left coronary cusp (lcc). Additionally, st elevation and an occlusion were observed on electrocardiogram (ECG). The valve was then readjusted; however, the dcs and valve were removed without replacement.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-23 (serial: (B)(6); product type: 0195-heart valve. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 16 millimeter (mm) non-medtronic balloon. During the implant of the transcatheter valve, the delivery catheter system (dcs) was inserted after "protection" was performed. While the dcs was advancing, when the hat marker passed the greater curvature side, confirmation using the cusp overlap technique (cot) failed to align the valve commissures at the point of no return (ponr). Subsequently, contrast radiography revealed the valve was at a ponr depth of 5 mm at the non-coronary cusp (ncc) and approximately 7 mm at the left coronary cusp (lcc). Additionally, st elevation and an occlusion were observed on electrocardiogram (ECG). The valve was then readjusted; however, the dcs and valve were removed without replacement. Additional information was received indicating that, prior to inserting the dcs, the guide extension was inserted into the right coronary artery as protection. During placement, the right coronary artery was noted to be occluded. The valve was recaptured and withdrawn from the patient. Per the physician, the valve contributed t the st elevation and occlusion. There were no further complications associated with the st elevation. The procedure was aborted and surgical treatment for the aortic stenosis is being considered.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves updated data: b5. Added second paragraph. D4. H4. H6. H11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 16 millimeter (mm) non-medtronic balloon. During the implant of the transcatheter valve, the delivery catheter system (dcs) was inserted after "protection" was performed. While the dcs was advancing, when the hat marker passed the greater curvature side, confirmation using the cusp overlap technique (cot) failed to align the valve commissures at the point of no return (ponr). Subsequently, contrast radiography revealed the valve was at a ponr depth of 5 mm at the non-coronary cusp (ncc) and approximately 7 mm at the left coronary cusp (lcc). Additionally, st elevation and an occlusion were observed on electrocardiogram (ECG). The valve was then readjusted; however, the dcs and valve were removed without replacement. Additional information was received indicating that, prior to inserting the dcs, the guide extension was inserted into the right coronary artery as protection. During placement, the right coronary artery was noted to be occluded. The valve was recaptured and withdrawn from the patient. Per the physician, the valve contributed t the st elevation and occlusion. There were no further complications associated with the st elevation. The procedure was aborted and surgical treatment for the aortic stenosis is being considered. Additional information was received indicating that the patient had aortic stenosis prior to the procedure. The st elevation was first observed at 80% deployment or the ponr. As a result, the valve was recaptured and withdrawn from the patient. No st changes occurred after valve removal.